Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was deceased. The date of the customer's death was (B)(6) 2014. The customer's wife reported that the customer had fallen coming out of a shopping mall. The customer then suffered a delayed brain bleed that caused him to fall into a coma and led to his death. The customer was hospitalized from (B)(6) 2014 to the date of his death. It was found the customer had fallen at the shopping mall on (B)(6) 2014. The customer's wife also reported the customer's kidneys and liver were failing prior to his death. It was also found the customer had a stroke after he had fallen in the shopping mall. Customer's blood glucose at the time of his death was unknown. The customer's wife also stated she had removed his insulin pump when she took him to the hospital on (B)(6) 2014. The customer's wife also stated there was no indication that the insulin pump was involved in the customer's passing. No additional information provided.